Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occured a postoperative sepsis. The surgeon reoperated the patient with a cleaning if the implants and a revision of the femoral head.

Manufacturer narrative:
Reported event: an event regarding infection (leading to revision) involving a hype scc 6 mini short col strd cmtls stm was reported. Conclusions: the reported device is an serf product. Product was not returned making technical investigation impossible. Documentation review: hype scc 6 mini lot 1407181a. Manufacturing order: (B)(4) units manufactured, 1 scrapped unit during manufacturing. No non-conformity has been recorded on this batch. Manufacturing steps ensuring the cleanliness and sterility of the device. Final cleaning step ensuring decontamination: no anomaly, compliance with the validated cycle. 11/02/2015 10:22:30 metal program 2 compliant parameters. 11/02/2015 10:36:07 metal program 2 compliant parameters. Sterilization (B)(4): no anomaly, in line with expectations. Certificat n°15t00500d: compliant parameters. Conclusion: the manufacturing steps ensuring the cleanliness and sterility of the device do not present any deviations likely to compromise the cleanliness or sterility of the device. 23 units put on the market by serf in february 2015. No other complaint has been recorded on this batch. In the absence of more information, cause not established. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by serf.

Event description:
No new information.